Event description:
It was reported that an ilet user experienced persistent, frequent, and loud audible alerts despite selecting silent mode and attempting volume adjustment, causing embarrassment in social settings; this was characterized as a patient¿device interaction problem associated with the device¿s computer software. Symptoms included insufficient information regarding clinical effects. Outcomes included insufficient information regarding impact to the user. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found and identified the issue under patient¿device interaction, with the component implicated as computer software. It was concluded, based on previously established findings for similar reports, that no problem was detected.

Manufacturer narrative:
Initial.